Manufacturer narrative:
Follow up information was received the following day stating that the customer's elevated bg level hed been due to an infection and the customer was hospitalized due to the infection. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels and ketones. That morning, the customer's bg level was 400 mg/dl and had lowered to 200 mg/dl after taking a manual injection. The contact took the customer to the emergency room to address bg level, due to the customer being pregnant.